Event description:
It was reported that this was a common femoral artery using a prostyle device with the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a 7f sheath. Reportedly, the sutures of the prostyle device deployed successfully; however, the foot did not retract prior to removal although the lever was able to be closed completely. The device was able to be removed from the patient anatomy. There was no tissue or vessel damage noted. The sutures of an additional prostyle were also successfully pre-placed. The sheath was upsized to a 14f. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures of both of the devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.